Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of exchange was attributed to injury related sciatic nerve damage. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign (B)(4) continues to monitor these events as part of our post market activities.

Event description:
We became aware on 6/02/2016, that a sign im nail implanted to repair a fracture was replaced due to sciatic nerve damage. The im nail was replaced with an im fin nail per the sign technique manual. Surgeon comments: "this case was gun shot injury with sciatic injury we re did surgery for him and we passed fin nail in this and slightly short the fracture site to reposted sciatic nerve now he partial recovered and has distal power and movement in foot."